Manufacturer narrative:
The insulin pump passed the displacement test but was unable to prime during the prime test. The insulin pump had a motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump was unable to perform the excessive no delivery test due to prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported via phone call high blood glucose levels, no delivery alarm and motor error alarm. Customer's blood glucose level was 452 mg/dl. Troubleshooting for motor error was performed. Customer received a no delivery alarm followed by a motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.